Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that boston scientific technical services (ts) review of episodes from this cardiac resynchronization therapy defibrillator (crt-d) found a stored episode, which appeared to be atrial driven, that was treated unsuccessfully with anti-tachycardia pacing (atp) and then successfully with a shock. Left ventricular (lv) lead impedance was reportedly low and out of range. Lv intrinsic amplitude was also out of range.